Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during implementation of wave 2 remediation of the plum device, it was noted the device did not audibly alarm at an unspecified point when the volume knob was turned to the low volume position. It was reported a few e301 (audio alarm failure) error codes were noted in the device history. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.